Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the wire was returned inside the retrieval sheath, and the filter bag came back in undeployed state. The sheathing/unsheathing could not be performed, since in the retrieval sheath it can only be retracted, because it does not have a deploy function. Moreover, a petri was returned with some fiber object inside, the fiber has a foreign material that is not part of the fwez. A part of the original box was returned, and it was observed that the pouch information matches with the complaint information. Based on analysis of the returned product, the reported allegations could not be confirmed, as the unit shows no signs of damage that would allow the fiber or unknown foreign matter to be considered related to the device.

Event description:
It was reported that device contamination occurred. The 30% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 3.5-5.5 190cm filterwire ez was selected for carotid artery stenting (cas) procedure. However, when the device was removed after the carotid wall stent (cws) implantation, a fibrous object was found attached to the outside of the filter. It was noted that this is not an object that is associated with damage to the device. The procedure was completed using this device. No patient complications were reported.

Event description:
It was reported that device contamination occurred. The 30% stenosed target lesion was located in the non-tortuous and non-calcified vessel. A 3.5-5.5 190cm filterwire ez was selected for carotid artery stenting (cas) procedure. However, when the device was removed after the carotid wall stent (cws) implantation, a fibrous object was found attached to the outside of the filter. It was noted that this is not an object that is associated with damage to the device. The procedure was completed using this device. No patient complications were reported.